Event description:
Pt had t10-pelvis fusion on (B)(6) /2016. On (B)(6) 2017, he felt and heard a loud pop and had immediate right buttocks region pain. He came to office about 2 weeks later and an x-ray showed the right s2al screw had fractured at the screw neck, leaving the polyaxial head still attached to the rod. Over several weeks his pain subsided and we decided to leave the failed screw in place. He presented to the office on (B)(6) 2017 again after hearing a pop while opening car door on (B)(6) 2017. X-ray in office revealed the left screw had failed the same way, at screw neck. The screws were 8.5 mm cannulated k2m everest screws. Have not decided about re-operation yet. No relevant medical issues. Having left buttocks pain since second screw failure on (B)(6) 2017.